Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced separations. The following information was provided by the initial reporter: alaris system giving set fell apart. Customer did not provide very much detail. Emergency department have had 2 occurrence of 2420-0007 coming apart "just below the clamp" customer did not keep the set for investigation.

Manufacturer narrative:
A 2420-0007 sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the tubing identified to have separated below the flow stop. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of an insufficient amount of solvent having been applied at the affected joint; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20023010 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. Furthermore, improvements have been identified to the manufacturing process, including updates to the solvent dispenser manufacturing protocols, additional in-process testing, and the implementation of a new assembly fixture. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product in the international market.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced separations. The following information was provided by the initial reporter: alaris system giving set fell apart. Customer did not provide very much detail. Emergency department have had 2 occurrence of 2420-0007 coming apart "just below the clamp" customer did not keep the set for investigation.